Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed message code "electrocardiogram leads off" in lead modes 1,2,3, and paddle mode. The complainant indicated that there was no pt involvement in the reported failure.